Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. This medwatch report is in response to receipt of a user facility medwatch form, (B)(4). [(B)(4).pdf]

Event description:
It was reported that a patient underwent a bilateral breast scar excision and primary closure on (B)(6) 2018 and suture was used. The surgeon noticed difficulty using the suture. When she looked at the needle, she noticed that the tip was altered and believes that a tiny portion of the needle tip must have broken off. She states that she knows that the needle tip was not retained in the patient because she would have difficulty removing the needle on prior stitch. The surgeon was convinced that the needle tip broke outside of the patient. The needle was removed from the field and placed in the sharp container where it would not be used again. There were no patient consequences reported.